Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a knee surgery while driving the screws in by hand with the screwdrivers a metal part became jammed and broke off the drivers ar-8610d-65 (lot: 1391939 & 1392451). All fragments were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a non-canulated screwdriver from another manufacturer. It was not necessary to switch the surgical technique or do a second surgery.